Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator faulted with vessel sealer extend (vse) instrument during surgery. Clinical sales representative (csr) stated surgeon eventually had to connect vse instrument to erbe. A review of the logs, found error 25913 on the e-100 generator. The surgeon completed the procedure robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator for intermittent faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator unit and completed the device evaluation. The unit was analyzed however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation a cut/seal about 100 times. The unit worked fine without any issue.